Event description:
It was reported that there was possible premature battery depletion and the device was at rrt (recommended replacement time). The device was replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High battery impedance leading to eri (elective replacement indicator). Eri due to high battery impedance logged on 22 sep 2011 prior to explant. (B)(4) version 8 installed 02 feb 2011.